Event description:
The power cord started to overheat damaging the rear cabinet of the device. There was no harm to the pt.

Manufacturer narrative:
Device has not been rec'd for eval but is expected. A f/u report will be submitted once the eval is complete.